Manufacturer narrative:
(B)(4). Date sent: 07/16/2010. Damaged duckbill device a, a b12lt, and devices b, c and d, cb12lts, were received with the duckbill seals open at the slit. As a result, the devices would not open and close as intended during functional testing. A leak test was performed and the devices were noted to leak without the test probe inserted. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. The final quality release criteria were met before this batch was released for distribution.

Event description:
It was reported that during an unknown procedure, there was leakage from seal cap. Another device was used to complete the procedure. There were no adverse consequences for the patient.